Manufacturer narrative:
(B)(4). The device has been received by baxter; however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.a 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary:this report could not be confirmed in the lab, therefore, the root cause of the complaint cannot be determined. The lot number was unknown so no batch review was performed. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The spike of the set separated from the spike port unexpectedly during drainage. The connector cover was used. The set had been used for 30 days. There was no patient injury or medical intervention. No further information is available.